Event description:
It was reported that balloon rupture occurred. A 4.50mm x 12mm nc emerge balloon catheter was advanced for post dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.